Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a 7 inch (18 cm) appx 0.24 ml, smallbore ext set wmicroclave clear, clamp, rotating luer. It was reported that the patient IV extension set failed. The tubing disconnected from the IV luer lock hub (distal end) as if it had been cut, however it had not. Patient was asleep at the time and denies cutting the line. The extension set was brand new as he had just inserted the IV roughly 2 hours prior to the line failing. This caused blood to come out the line and go all over the place, which is what woke the patient up. There were a patient involvement and no reported patient harm.